Event description:
Multiple low glucose results. The customer indicated that low glucose results were obtained from multiple pts. The low glucose results ranged from 31 mg/dl to 246 mg/dl. Customer indicated that qc ran after the event was also low. With assistance from beckman coulter hotline, the customer flushed the instrument's glucose reagent line with hot water. Qc was repeated and results were acceptable. The affected pt samples were re-tested for glucose. The repeated glucose results ranged from 89 mg/dl to 435mg/dl. The customer did not provide any additional event info. It is unk if treatment was initiated or withheld based on the initial low glucose resutls obtained in this event.